Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product back for manufacturer's investigation but product was not available. Furthermore additional information was requested but none was provided by the customer. The review of the device history records for the lot number in question did not reveal any discrepancies on either the cannula or the introducer used. Furthermore a clinical assessment has been performed with the following outcome: sometimes, it can be difficult to place a dual lumen catheter; every step described above can provoke serious complications. Sometimes a replacement of the catheter is necessary as it has been the case in the complaint. After use, introducer may have been be kinked by the attempt of introduction and could therefore not be used for a second introduction attempt. With the information provided we do not see a clinical risk to the patient. A review for similar complaints for the specific product has been performed and no similar incident with a failure confirmed was found. Based on this a confirmation of the failure is not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The review of the device history records for the lot number in question did not reveal any discrepancies on either the cannula or the introducer used. According to the email received on (B)(6) 2016 the device in question could not be retrieved by the customer anymore. Therefore it is not available for an investigation. Further information about the incident was requested for performing a clinical evaluation of the incident. A supplement medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during patient treatment there were some difficulties when inserting the "10019#avalon elite 19f, 21cm" device in question. The device in question was pulled out with the intention of reinserting the cannula. After removing the cannula and leaving the wire in-situ it was attempted to replace the introducer in the cannula but the introducer could not be reinserted despite of several attempts. The cannula in question was swapped for a new one and it worked well. There were no reported affects to the patient. (B)(4).